Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the surgeon began to fire 45 with trs, staples started to deploy but around approximately 10mm the handle stopped firing and showed an "excessive force" message on the screen. It was also noted that there was poor staple formation. A new reload was used and the staple line was oversewn.